Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed the infusion set. Blood glucose was 266 mg/dl and an insulin injection was administered to address bg. Customer declined tandem technical support's offer to perform a pump system check.